Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not been returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a syndesmosis tightrope xp, ar-8925ss, was being used during a procedure. The surgeon tried to minimally invasively deploy the button on the medial malleolus, but when the surgeon pulled the tab to deploy the button, the button stayed on the driver handle. Surgeon then had to open medially over the site of the button to try and deploy the button. The issue still seemed to occur and the surgeon ended up having to cut out the tightrope and use another one. The bone was prepared properly with the 3.7 mm drill bit in the kit and the bone quality was normal. Additional information provided 9/11/19: procedure was a syndesmosis repair. It is unknown if the second device was from the same batch number. No photos were captured.